Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 500 mg/dl. He treated his blood glucose level with a manual injection. The product will return.